Event description:
A caller reported that a malfunction occurred on their pump, identified with a specific malfunction code. There was no adverse impact to the customer's blood glucose level, indicating it did not exceed a critical threshold. Technical support assisted the caller in resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arose again.